Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective stimulation. Imaging revealed that the l1 lead had migrated. It was noted that the patient had a fall previously. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Post-operatively, effective therapy was restored.